Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill and would not come out of standby mode. The pt expired. The customer does not attribute the pt's death to the unit.